Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-2-1, batch 15458405, was received for evaluation. Visual inspection of the returned device revealed that the anchor was broken/damaged, with no damage observed on the sutures and/or inserter. Functional testing was not performed due to the device's damage. The most likely cause(s) of this type of event are applying excessive forces by leveraging or prying the device.

Event description:
It was reported that during a surgery the anchor broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.